Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: a battery compartment crack was found at the threads to the left of the bumper and at case seal below the bumper. Returned battery cap is unable to securely attach to pump. A test cap was used during investigation. Able to duplicate complaint of loss of power with the returned battery cap. The pump was run on a 24-hr basal program using the test cap with no loss of power occurrences. Opened pump; no damage observed to power circuit. No evidence of moisture observed internally. Recurring por events observed in bb/pump history. The display is dim/fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.